Event description:
Literature report received indicating an operator error in programming the device resulting in a patient death. The literature report from institute for safe medication practices (ismp) medication safety alert that states, "a recent fatality occurred after a practitioner misprogrammed the drug concentration for a loading dose of morphine." Database review indicates that this is most probably a duplicate of previously submitted manufacturer report # 2921482-1997-00058.

Manufacturer narrative:
The device was not identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.